Event description:
The customer reported that the ventilator went vent inop while on a patient. The customer reported that there was no patient harm. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the power management, motor controller board, cpu board, power supply and user interface to complete the repair. Final testing was completed and passed to operating specifications. Factory analysis of the returned power management board revealed a loss of 12 volts during testing. If the noted failure were to occur during operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support. No problem found with the other parts that were replaced.